Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose, chapter 4 / page 42: warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes, chapter 11 / page 119: avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes, chapter 11 / page 126: warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka; the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's was asleep and woke up with a blood glucose (bg) levels of 333 mg/dl while wearing the pod between 24 and 36 hours on the infusion site (back). The pod stopped working so the patient took the pod off, gave a bous and a new pod was applied and worn for less than an hour when it stopped working. Patient was driving and had sudden chest pains, hard time breathing and so an ambulance was called by the patient¿s mother, when the ambulance came the patient¿s bg levels was 361 mg/dl and when patient arrived at the hospital bg levels was 379 mg/dl. Symptoms reported include a yeast infection. The patient was treated with an intravenous, insulin, magnesium, and gluconagal for the yeast infection. As a result of the event they increased basal rate to 1.0 u, ic ratio was 1-14 now 1-10. The patient was kept overnight. It should be noted that there was a pod alarm that occurred.

Manufacturer narrative:
The device was returned for evaluation. Downloaded data showed that a hazard alarm was generated during operation. This alarm is a safety feature that is generated in conditions that may lead to an occlusion. Foreign material was found in the soft cannula. The cause of the foreign material is not known.